Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The technical support specialist reviewed the server and found the last activity was on (B)(6) 2025 at 11:58 am. No error logs were reported from the rss after that date, making it difficult to trace the issue using the user ID. The tss requested the user to test again by logging in from the station ER or server to help capture any error. Further investigation revealed that the login issue was due to an incorrect password. Once corrected, the user was able to log in successfully, and everything appeared to be functioning properly. The system functioned as intended after the technical support specialist investigated the device.d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login in the station and the server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.